Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 121 mg/dl. Customer stated that the pump keeps beeping every hour and a half. Customer stated that the pump was doing this before dinner. Customer was advised to monitor the pump and call if issue recurs. No additional information provided.